Event description:
Potential revision of pinnacle mom due to high metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. It has not been reported that the patient has been revised. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. A search of the complaints databases and/or a review of device history records against the metal liner was not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.